Manufacturer narrative:
Follow-up # 1 ¿ (11/13/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/4/2013 and 11/5/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultra2 meter testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 7am. The patient manages his diabetes with glimepiride pills and metformin pills. It is not known if the patient made changes to his usual management routine. On the early morning of (B)(6) 2013, the patient claimed he felt symptoms of thirsty and frequent urination. The patient denied receiving medical treatment. At the time of troubleshooting, the cca was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.